Event description:
It was reported that while using bd synapsys¿ informatics solution, a positive blood vial is showing an 'ongoing' status, instead of 'positive' status for completion of further workup. No patient impact reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.